Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the patient was in the ER with a lead fracture, oversensing, and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.